Event description:
Meter name: one touch basic original. Strip name: one touch teststrips. Meter code:7. Strip code: 7. Strip storage: unk. Symptoms: heart "fibiliating", hasn't been feeling well, frequent urination, very irritable, high blood pressure. A pt reported their meter caused a lot of stress, due to the meter not working properly which caused pt's sugar to elevate and caused pt to go to the hospital. Their meter allegedly was inaccurately erratic and would only prompt not enough blood and clean test area. The result on their meter was 123mg/dl and 162mg/dl. No other blood glucose tests reported. No comparisons reported. Treatment was started drinking a lot of water and soda. No further info has been reported.